Event description:
The device was returned from the customer facility with a broken door latch. During initial testing at the mfg site, the pump over-delivered. The received measured volume was 21.4ml, from an expected 20ml. Delivery accuracy specs for this device required delivery of 20ml +/- 1ml (=/-5%). There were no reports from the customer of any adverse events while the device was in clinical use.